Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 367 mg/dl. The customer connected the pump to a power source to charge for 3 hours, but the pump did not turn on. Upon follow up, customer stated that the pump was eventually able to be turned on. Reportedly, the customer had manual injections as alternate insulin therapy.